Event description:
It was reported to minimed that the customer experienced hypoglycemia and lost consciousness. The customer was hospitalized for hypoglycemia and loss of consciousness. The customer reported that blood glucose value at the time of event was 0.9 mmol/l. The event involved product mmt-1885. Troubleshooting was performed for hypoglycemia. Customer was using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. The customer discontinued using the device. Mmt-1885 was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement test and the dat at 0.0875 inches.perform the history review 1 week from the event date 16-feb-2026 in the pump history file, no pump error 23 noted. The test battery was removed and reinserted with no pump error 23 alarm noted during testing.the pump had intermittent button response on the select button.the following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select/up/down/right buttons. The customer applied adhesive to the case at the front of the pump. The sc1 cap and reservoir locked properly into reservoir compartment during testing.history download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap.on the event date of (B)(6) 2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 110500 (11.05 u) and dailytotalofbolusinsulindelivered = 82000 (8.2 u) which is equal to the dailytotalofallinsulindelivered = 192500 (19.25 u).all bolus/basal were delivered in auto mode/manual mode.perform the history review 1 week from the event date 16-feb-2026 in the pump history file and found 1 lowbatteryalert (104) on (B)(6) 2026 15:10:00.000.low battery alert was expected due to the customer's battery in the pump is low on power.the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted.force sensor zero offset within specification (23.9 mv). Removed the keypad overlay to perform a visual inspection and found cracked keypad dome switch at the select button.the pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia).pump error 23 not confirmed.activation-keypad/button unresponsive (intermittent button response) confirmed due to cracked keypad dome switch at the select button.for additional information regarding the tests performed refer to (B)(6) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.